Event description:
This supplemental report is being submitted to provide correction to b2. B2 should have had required intervention checked instead of other serious.

Event description:
It was reported that during a laparoscopic hysterectomy using an ultrasonic generator, a u512 error occurred. The customer allegedly tried 2 different transducers with the same result. After asked to separate the electrosurgical generator from the ultrasonic generator and check the linking screws, the screws were tightened, the unit was reassembled, and the error was no longer present. This resulted in a procedural delay of 35 minutes while the patient remained under general anesthesia. It was reported that the patient remained stable, however the laparoscopic hysterectomy was changed to an open hysterectomy due to patient adhesions and surgeon concern that the device would stop working.